Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that when the vascular surgeon inflated the balloon to rated burst pressure of 14 atm in the posterior tibial, the balloon burst. The balloon wasn't kept. A piece of the device did not remain inside the patient, the patient did not require additional procedures and there were no adverse effects to the patient associated with the issue.